Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that during an ears, nose and throat (ent) procedure, the instruments would not track when placed in the sinus. Patient present - unknown delay. Patient impact unavailable, troubleshooting was performed, the site reported no metal in the field and no surgical table arms, no patient head frame, and no watches or rings in the field. The site was using a flat emitter. Patient was not on a large pillow and the site reported the patient was not large. There were multiple metallic instruments in the field during navigation. In the tracking window: the tracker was tracking consistently and had no issue. Every instrument used displayed an approximate 3 millimeters (mm) geometry error when tracking on the face, but when tracking in the sinus, all instrumentation would flicker red or be solid red and could not track. When navigating, all instrumentation was vertical. The site had set up the side emitter and struggled to verify instruments. Technical services (ts) suggested moving hind tracker closer to emitter. The issue was then resolved. The site had trouble initiating collection of registration points, checked settings and ts instructed site to hold instrument still on tip of nose to initiate data collection and the issue resolved. After registration passed, navigation was not responding in a way the site wanted (images not moving). Ts suggested adjusting crosshair behavior setting and the issue resolved.